Event description:
Additional information received indicates the leads were explanted and unable to be replaced due to adhesions in the scar tissue in the epidural space. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03614. It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via fluoro imaging. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.